Event description:
It was reported that a pump was alarming for a door not fully latched message. There was no pt involvement. The error did not occur on/before the first clinical use and the device was last being used in the telemetry care area of the facility.

Manufacturer narrative:
Manufacturer ref. No. (B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete a supplemental report will be submitted.